Manufacturer narrative:
The reported event of occlusion alarms file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported the device alarmed for occlusion during lipid infusions. There was no report of patient harm. The customer declined an investigation or log review by customer advocacy.